Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) lead exhibited infection. All available information indicates that as of this time, the lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) lead exhibited infection. All available information indicates that as of this time, the s-ICD and the lead remains in service. There were no additional adverse patient effects reported. There is no indication if the s-ICD lead will be returned. It was reported that the patient implanted with this electrode had a recent computerized tomography (CT) scan in which it appeared the electrode was in the plural space. At the implant procedure approximately three months earlier there were no anomalies noted under fluoroscopy. There was a concern the electrode may have migrated. It also appeared that the patient may have an infection. At this time, there are no planned procedures and the patient will continue to be monitored. No adverse patient effects were reported.